Event description:
User facility reports pt with diagnosis of post dialysis hemolysis with symptom of abdominal pain. Pt was initially hospitalized but was subsequently released and has returned to regulary scheduled hemodialysis treatments. No cause for the hemolysis has been determined. The user facility is investigating the machine, equipment, disposables, supplies, and water supply that were used at the time. Although the exact needle lot number could not be confirmed investigation was performed on two lot of needles that were in use at the time this manufacturer was notified of the event. Extensive investigation shows that the reported lots met all quality and design criteria. This MDR is filed for the needle as a concomitant product.